Event description:
The physician reports that the crystalens haptics tore when delivering the lens using the b&l softport lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.